Event description:
It is reported that, when the implant was opened during surgery, discoloration was noted on the surface of the device. Another implant was used to complete the surgery.

Manufacturer narrative:
This report will be amended when our investigation is complete.